Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of the provided expertise files confirmed the reported behavior, as the programmer session was abruptly ended on (B)(6) 2023 at 9:23. - the observed issue resulted from a poor management of the multiple tests and episodes reading in a short time, leading to the crash of the programmer module. - it should be noted that normal functioning was restored as the next interrogation.

Event description:
Reportedly, during an interrogation, the programmer session abruptly closed. Re-interrogating restored normal functioning.

Manufacturer narrative:
Preliminary analysis revealed a software issue.

Event description:
Reportedly, during an interrogation, the programmer session abruptly closed. Re-interrogating restored normal functioning. Preliminary analysis revealed a software issue.

Event description:
Reportedly, during an interrogation, the programmer session abruptly closed. Re-interrogating restored normal functioning.